Manufacturer narrative:
The journal article was reported on manufacturer report number 1825034-2014-08242. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient underwent a girdlestone procedure due to infection where the prosthesis was removed. Information was received based on review of a journal article titled, "dual mobility acetabular component in revision total hip arthroplasty for persistent dislocation: no dislocations in 50 hips (49 patients, 10 male & 39 female) after 1-5 years¿. The journal article reports that revisions and/or adverse events occurred due to infection.